Event description:
Additional information was received from the patient. They reported that the steps taken to resolve getting electrocuted at ins site was on (B)(6) 2024, turned down stimulator and worked a bunch, no random shocks. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was curious why "all of a sudden" since a few months ago, they were getting electrocuted where the ins site was at random intervals. Patient denied having had any falls or traumas that would have led to the issue. Patient stated when it would happen, it would make them flinch. Patient services reviewed stimulation considerations with the patient and redirected the patient to follow up with their healthcare provider (hcp) regarding the issue. Patient services reviewed with the patient that in the meantime, they could try decreasing the stimulation or turning the therapy off entirely until they could meet with the hcp. Patient stated there was no rhyme or reason for the shocks, that they could be in any position when it would happen. They stated their hcp told them to call the manufacturer. The role of patient services and the manufacturer representative (rep) were reviewed with the patient and patient services offered to provide the national answering services (nas) number to the patient for their doctor to call if they needed to page a rep to the appointment but the patient declined and stated they would just call their hcp to have the ins checked. Patient stated they may try turning the stimulation down in the meantime. Documented reported event. No further action was taken by patient services.